Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats resection case the device could not be fired. Patient involved w.o injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. The visual inspection of the cartridge noted that the reload displayed a full complement of staples. Additionally, the interlock was triggered and microscopic inspection of the knife blade displayed no damage. The reload was reset and loaded into a pmv instrument. The reload and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Based on additional information received this report was found to be a non-reportable complaint. Corrected information we have received from the customer has been filed in this report.

Event description:
According to the reporter, during a colorectal case, when loading the loading unit into the stapler, the white safety lockout came out and covered the knife blade. The loading unit was changed to a new one to complete the case. No reinforcement material was used. There was no extension of surgery time. There was no tissue loss, tissue damage, or blood loss. The patient's current status is stable.